Manufacturer narrative:
Visual exam of the samples revealed some samples as clear, some cloudy. Qc was performed on the system and all results were within range. Customer reports intermittent problems with the optics. Field service engineer was dispatched and evaluated the instrument, performed routine cleaning and replaced the roll of reagent. The instrument was then recalibrated and controls were run. Controls were within specification and the customer was able to run samples without any additional problems.

Event description:
Customer reports multiple samples run on the instrument and many samples reported large quantities of blood. Microscopic exam revealed no blood in the samples. Results were reported to physician, but there was no report of injury with this event.